Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2019 at 9:30 pm with a blood glucose level of 940 mg/dl. The customer was treated for their blood glucose with a bolus, IV drips and antibiotics. The customer was wearing the insulin pump during their hospital stay. The mother states that the customer was in school and does not have the insulin pump on hand to troubleshoot the device.